Event description:
Potential for injury associated with the brakes not properly adjusted on a model 65650 rollator. This can cause the product to become unstable and create a potential fall risk to the user.